Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 4, 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch select simple meter had an error 4 and 5 message, as well as an applied sample issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the issue occurred during (B)(6) 2015. The patient stated she manages her diabetes with insulin (no-adjustments). The patient confirmed that she did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿shaky¿ 8 months after the product issue; however the patient denied receiving medical treatment. No other device was used. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the correct test strips were being used. The cca was unable to talk through their test steps and was unable to ascertain is the issue was resolved or not. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.